Event description:
It was reported that the user stated their ilet was not working because it was not calibrating with their dexcom continuous glucose monitor (cgm) sensor and that their blood glucose was reading ¿high,¿ at 401 mg/dl after which they administered an outside insulin injection; the user also believed the high reading followed a poor dietary choice. Customer care provided support that included troubleshooting, and user education regarding dexcom sensor display limits and operation with ilet. Investigation of this case revealed no device malfunction and indicated user misunderstanding of dexcom¿s upper display limit and ilet-dexcom interoperability, with hyperglycemia plausibly related to dietary intake. No clinical symptoms associated with hyperglycemia reported. Outcomes included user self-treatment with subcutaneous insulin via pen without need for medical intervention. It was concluded, based on established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.